Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was found to be defective, described as having a laceration, during loading prior to contact with the patient¿s left eye. The lens was not used, and no patient injury or medical or surgical intervention occurred. It was indicated that the device did not cause or contributed to the event. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact with the device. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.